Manufacturer narrative:
Summary of evaluation: the root cause of this complaint could not be duplicated. The device in question were not returned for evaluation. However, both the reamer handle and reamers were of an earlier revision.

Event description:
Reporter states, the "reamer fits badly into the handle". This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.